Event description:
Chemotherapy leak due to closed system transfer device syringe attachment (spiros syringe cap). Adriamycin leaked in bag sent from pharmacy and around the patient in the cancer center. Adriamycin syringe received from pharmacy and rn noticed that the cap (spinning spiros closed male luer red cap) was not on the adriamycin and there was some chemo noted on the bag. The luer cap was applied to the syringe and it was verified it was on correctly. Rn attached syringe to patient and started to inject, but the adriamycin syringe came apart from the luer cap and the luer cap started leaking saline from it onto the blue drop cloth which was changed. Adriamycin was then given without the luer cap. Spill was cleaned up per protocol and employee and patient were not exposed.